Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right atrial lead exhibited a failure to capture, failure to sense, and low pacing impedance. The lead was capped and replaced on 17 jan 2024. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.